Event description:
It was reported that the embolization coil prematurely detached within the parent artery. The user changed catheter system and retrieved the coil using an intravascular snare. There was no clinical sequelae.

Manufacturer narrative:
The implant was returned detached from the delivery pusher. The delivery pusher was not returned for analysis as the user discarded it. The implant is normal in spec however, there appears to be a bent segment where it was retrieved by the snare. The root cause of this complaint could not be determined as the implant appears normal in spec and the delivery pusher was not returned for eval.